Event description:
It was reported to philips that the system failed to boot up, there was a button active during start up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use. A philips remote service engineer (rse) connected with the customer and confirmed the reported issue. The rse instructed the customer to inspect the handswitch. Upon inspection, it was identified that the handswitch was stored in a position that was causing the button to be engaged. After releasing the handswitch, the issue was resolved. The system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no system malfunction. Investigation identified that the issue experienced by the customer was caused by the handswitch button being inadvertently engaged. Since there was no malfunction of the system, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.